Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a detached carbide insert on one grip. The carbide insert was returned. The mating grip surface exhibits full/partial coverage of brazing material. The grips and other components surrounding the carbide insert do not exhibit damage that would have contributed to the detached insert. The complaint regarding the broken bottom jaw was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, large suturecut needle driver (lsnd) instrument bottom jaw was ¿snapped off and hanging from the instrument.¿ the customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the user did not notice the instrument collide with any other instrument or tool during the procedure.